Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received several motor error alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.